Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device alarmed with a s231 (motor error - pmc, left) malfunction alarm codes. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. During testing at the user facility s231 (motor error-pmc, left) malfunction alarm codes were noted in the device history. No additional information was provided.